Manufacturer narrative:
The device was not returned for evaluation, as a result, the reported event was confirmed as inconclusive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The device was not returned.

Event description:
It was reported that the pads were producing a low flow of 2.2l/min. As a result, the patient's temperature dropped to 31.8c from the target temperature of 33c. The water temperature at the time was 41.9c, and the trend indicator was neutral. A bair hugger was added during arctic sun therapy, and subsequently the patient's temperature rose to 34c. However, after 1 hour, with the water temperature at 18.4c, the patients temperature dropped below the target temperature to 32.5. After an additional hour, the patient's temperature rose to 33.3c. The pads were replaced with a new set of pads and therapy was continued using the same device.